Manufacturer narrative:
The bacterial infections recurred in 2018 under MFR # 2916596-2021-06196 and in 2019 under MFR # 2916596-2021-06053. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed bacterial infection along the driveline on (B)(6) 2017. Negative pressure wound therapy and drug therapy were performed. The cause of the infection was thought to be related to the device because the driveline insertion site was infected. The patient had fever, drainage, and pain. Although these symptoms improved once, they recurred. These improvements and recurrences were repeated several times. Currently, the patient's symptoms were improving.